Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that not all impedance measurements were in range. It was unknown if there was any patient impact. The patient was implanted for the treatment of essential tremor. Additional information was received from a hcp. It was reported that the high impedance was on contacts which were not in use, and therefore no actions are planned to address the issue. There were no symptoms as a result of the high impedance.